Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6947 implantable tachy lead 2008-(B)(6); c154dwk implantable cardioverter defibrillator 2008-(B)(6). (B)(4).